Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: successful removal of a circular mapping catheter which perforated the pulmonary vein during cryoballoon ablation by lateral thoracotomy: a case report. European heart journal - case reports. 2020. 4, 1¿5. Doi:10.1093/ehjcr/ytaa140. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding removal of a circular mapping catheter which perforated the pulmonary vein during cryoballoon ablation by lateral thoracotomy. The article reports a patient that underwent a cryoballoon ablation procedure. During the procedure, the circular mapping catheter tip perforated the posterior basal vein of the right inferior pulmonary vein and was stuck in the right lower lobe, along with intrapulmonary hemorrhage. The catheter was removed by surgery via right lateral thoracotomy. The removed catheter had a fracture at the junction of the distal portion and the shaft due to repeated traction. The status/ disposition of the catheter is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.